Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the luer lock of an infusor lv2 device broke while attempting to disconnect from a 3 way b. Braun stopcock after delivering carboplatine to an unknown patient. There was no patient injury or medical intervention reported. No additional information is available at this time.